Event description:
Customer called reporting unexplained low blood glucose from last night. Last night her blood glucose was 63 mg/dl and she treated with food. Customer's current blood glucose is 413 mg/dl. Customer stated she has been busy today and could not remember if she gave herself any insulin. In troubleshooting, the drive support cap appeared normal. Customer stated she has recently changed her rates. The device passed all troubleshooting, including the displacement test. Customer was advised to speak to her doctor about her lows and to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.